Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was indicated that the patient was using an unsupported operating system, which is off-label usage of the device. Data was evaluated, and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.